Event description:
A malfunction alarm 20 was reported for a pump during the loading process. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.